Manufacturer narrative:
Correct contact address 3000 minuteman road (B)(4). Patient information was requested and the customer has not answered.

Event description:
The customer reported that the ventilator alarmed with high o2 pressure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The customer reported they resolved the issue by tightening a loose oxygen hose connection.